Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture at distal side of fiber/glass cap fusion zone distal to the bevel edge; this failure mode is indicative of a fracture beneath the distal end of metal cap; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at the bevel edge; the metal cap exhibits mild detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Manufacturer narrative:
This report is for the same event as manufacturer report number 2937094-2017-01091.

Event description:
It was reported that during a benign prostatic hyperplasia (bph) procedure, the first fiber malfunctioned and began to end fire after (B)(4) joules used. The tip (cap) was not cleaned during the procedure. The fiber was exchanged, and the same issue was noted on the second fiber failed after (B)(4) joules used. The procedure was completed utilizing the third fiber. No patient injury was reported. This report is for the second fiber.